Event description:
It was reported that when the battery was exchanged, the epg (external pulse generator) stopped in a "few second[s]." The patient was connected but did not have any health hazard. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that when the battery was exchanged, the device stopped in "few second". The patient was connected but did not have any health hazard, no patient complications have been reported as a result of this event.